Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as "the dark blue piece became loose". This occurred while the patient was disconnecting the transfer set from a manual bag. The transfer set was used for six (6) months or less. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d10: 5/18/2021 (previously submitted as 4/08/2021) additional information: h3, h6. H10: the sample was received for evaluation without a cap. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.